Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: h3, h6: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the proximal tip of the driver is broken. The broken fragment was not returned for evaluation. The damage reported in this complaint is consistent with the failure mode investigated during a series review of additional complaints involving similar drivers of the same product code (620510105). The series review revealed the fracture of the radel slider handle of the device was loaded in reverse bending beyond the material limit resulting in fatigue fracture initiation and propagation with a small region in the middle of each fracture surface. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the driver would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that instruments need to be replaced. Screw driver tips were stripped, reamer shaft was the old style, glenoid reamer metal twisted. No harm was done to patient, no delay happened as backup trays were available. No broken pieces were left in patient.